Event description:
Event description boston scientific received information that at at post-implant testing of this implantable transvenous defibrillation lead, the initial conversion test failed at 31j but was successful at terminating the induced ventricular fibrillation (vf) at 41 j. The polarities were changed and twice, the conversion test was successful at 31j. At follow up six months later, conversion again failed at 31j with the reversed polarity and it was determined that the lead had moved from the implant position. Adhesions around the proximal coil prevented repositioning of the lead. Subsequently, the lead was explanted and another guidant implantable transvenous defibrillation lead was successfully implanted. During implant of the new lead, there was some undersensing at all sensitivity levels (least, nominal and most). So the programming was changed to 2 zones at most sensitivity.